Manufacturer narrative:
The device was not returned for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace a fortify ø12mm core due to height loss and patient pain post operatively.